Manufacturer narrative:
The approximate age of device: 4 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient received pump exchange due to chronic driveline and pump pocket infection. It was reported the lvad was functioning normally and there were no concerns with lvad. No additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: a specific cause for the patient¿s infection and a direct correlation to heartmate ii lvas, serial number (B)(4), could not be conclusively established through this evaluation. The account reported that the patient received an hmii to hm3 pump exchange on (B)(6) 2019 due to an uncontrolled driveline site and pump pocket infection. The lvad reportedly functioned normally and there were no concerns with the device. Multiple attempts requesting the return of the device were made; however, no additional information was provided by the account. The hmii lvas IFU lists infection (driveline, pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides information regarding how to prevent infection and how to care for the driveline exit site. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.